Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the ventricular leadless pacemaker (lp) exhibited high capture thresholds and varying low voltage impedance. Fluoroscopy revealed that the lp dislodged in the inferior vena cava (ivc). The lp was successfully retrieved and explanted. A new lp was implanted. The patient was in stable condition.